Event description:
Using power port access needle, has two ports, main port connected to IV fluids, line broke at end of line, beginning of port -distal to child-, becomes completely disconnected, on line clamp falls off line and line is unable to be clamped. Child has open line to port, not noticed until gown, or parent sees blood coming out of line and could go un-noticed for a period of time. We have a picture of the device after the line broke.